Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing causing inappropriate automatic mode switch episodes. Lead damage was suspected. Programming changes were recommended to a healthcare provider. Patient had no consequences.

Event description:
New information received noted that the device was reprogrammed accordingly and that patient was stable after the event.